Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient¿s pump was not working. The hcp did not have access to a clinician programmer. The hcp stated they interrogated the pump on 2017-nov-16, and the reservoir volume was at zero. The hcp stated the patient tried to contact the manufacturer, but she thought it was them that needed to call. The hcp stated that she was told the pump wasn¿t working. The hcp asked if they needed to get a rep there to assess the pump. The hcp did not know how long the pump had been empty for. No patient symptoms were reported. The hcp called back that same day and stated the only messaging that she was told was seen by a doctor that was with the patient was ¿pump inactive¿. The hcp stated that she planned to have the patient come back on 2017-nov-20, so she could read the pump. The patient had already gone home and wasn¿t with the doctor anymore, so no troubleshooting could be performed. The hcp stated the pump was not filled, and the patient was given oral medications to supplement over the weekend until the issue could be clarified. Additional information received from another hcp on 2017-nov-20 reported the doctor was deciding to refill the pump with saline that day, but wanted to confirm the empty reservoir alarm date. The hcp inquired about having the pati ent come back to the clinic to confirm the expected reservoir volume versus the actual reservoir volume. The hcp stated per the event logs, the low reservoir alarm occurred on 2017-nov-08, and the empty reservoir alarm occurred on 2017-nov-12. The hcp would confer with the doctor and possibly call back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, unknown concentration at unknown dose and clonidine, unknown con centration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that the clinic told the patient to call the manufacturer representative (rep) and have the rep meet her back at the clinic. Patient did not know who the rep in the area was. Patient alleged: pump event, pump not working, not delivering the medication. Patient service specialist (pss) redirected to the healthcare professional (hcp) as the managing hcp should be the one to facilitate the appointment for the patient with the rep. The symptoms were considered to be gradual. Patient stated she went in for a fill and was told that the pump was not working. Patient stated that the pump was not delivering the medication and they were not able to fill the pump. Patient could barely walk due to the gradual return of pain. No further complications were reported.